Manufacturer narrative:
It was reported to abbott, a patient had a lead fracture due to trauma. The lead was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead fracture was confirmed. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.